Event description:
It is reported that the devices were implanted in 2005, for a right shoulder arthroplasty, subsequent fracture and undergoing open reduction internal fixation. Post-op the patient had pain and redness in the right arm. X-ray revealed nonunion with some angulation at the fracture site, lucency at the tip of the prosthesis, and a loose screw. In 2006, all five screws were removed. It was found that the most-proximal screw was backed halfway out and loose, the other screws were also noted to be loose.

Manufacturer narrative:
Evaluation summary: devices were used for compression fixation on a poor quality bone (necrotic) and non-union. Devices were tested for insertion torque and pull out strength considering good quality bone and the test results met specific requirement per test protocol. Since the bone was of poor quality, the screws may loosen as reported. Evaluation codes: screws were verified to fit thread profile overlay. Two screws showed deformation damage to threads, damage is approximately 3/4 inch from distal end of devices. All screws show signs of scuffing/gouging on distal side of head. No lot number was provided; therefore, manufacturing records could not be reviewed.